Manufacturer narrative:
H6: previously added imdrf annex code d03 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously applied fdc d16 code is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis found that the broken device and a portion of the pouch (clear side with label on it) were returned in a resealable bag. The shaft (proximal end) was broken 0.60 inches from the distal end of the inner hub to the broken point, and there were traces of striations observed at the broken point of the shaft. The distal end of the inner shaft remained inside the outer tube. There were no occlusions observed in either portion (broken and remained in outer tube) of the inner shaft. There were traces of contamination observed on the outer tube. There was no damage noted to the outer tube or the hubs. The device failed functional testing due to damaged condition upon return and the inability to load into a handpiece. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during revision total ethmoidectomy, revision bilateral maxillary sinusotomy, navigation procedure, shaver was clogged. When attempting to clear clog, it was discovered that the inner blade was broken and detached. The hub remained in the shaver handpiece. A new blade was used to complete the procedure. There was no patient impact.